Manufacturer narrative:
It was reported that the patient hit their head when the cot tipped, but no trauma was seen at the time of the incident. It was additionally stated that the patient did not loose consciousness due to the incident. No additional treatment was given at the time of the incident. The issue of the cot tip was not due to any component level malfunction. It was due to the cot getting caught on a chair while the patient was temporarily left unattended. The manufacturing date has been corrected in section h4.

Event description:
It was reported that allegedly the head end of the cot was placed over a chair and became caught on the chair causing the cot to tip over and the patient hit their head during the fall.

Event description:
It was reported that allegedly the head end of the cot was placed over a chair and the cot slowly continued to lower and eventually caught on the chair causing the cot to topple and the patient received a head injury during the fall. It was reported that there was a delay in treatment as well as an additional injury received by the patient during care.